Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up sensing in alternate was noted to be sub-optimal. Provocation testing proximal of the distal ring resulted in noise with very high amplitudes in secondary and alternate vector. The patient mentioned he had a strange feeling in the area of the fracture, when he was playing with his grandson's on a trampoline and they were jumping on his chest. An x-ray was taken which confirmed the conductor fracture. Therapy was programmed off on the subcutaneous implantable cardioverter defibrillator (s-ICD) and the patient was hospitalized. Five days later the patient underwent a replacement procedure where the electrode was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up sensing in alternate was noted to be sub-optimal. Provocation testing proximal of the distal ring resulted in noise with very high amplitudes in secondary and alternate vector. The patient mentioned he had a strange feeling in the area of the fracture, when he was playing with his grandson's on a trampoline and they were jumping on his chest. An x-ray was taken which confirmed the conductor fracture. Therapy was programmed off on the subcutaneous implantable cardioverter defibrillator (s-ICD) and the patient was hospitalized. Five days later the patient underwent a replacement procedure where the electrode was explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.6 cm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and one of the two high voltage cables. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.